Event description:
It was reported that the pump shut down unexpectedly. The customer's blood glucose (bg) level was 514 mg/dl. The customer addressed bg with a manual injection. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.